Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area/pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 888930-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included cholecystectomy, shoulder operation, rheumatoid arthritis and depression. Previously administered products included for an unreported indication: oral birth control, lexapro, bupropion and wellbutrin. Concurrent conditions included obesity, drug hypersensitivity, itching, hives and seasonal affective disorder. Concomitant products included bupropion hydrochloride (bupropion hcl) since 2012, methocarbamol;paracetamol (flexpro extra) since 2012 and vitamin d nos (vitamin d) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/passing of large blood clots / lenghty periods/ excessive bleeding with large clots") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes"), hypersensitivity ("reaction type: allergic reaction") and allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient was found to have intraocular pressure increased ("increased pressure in my eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines / headaches"), abdominal pain upper ("pain more pain on one side of stomach region"), abdominal pain lower ("abdominal cramping") and abdominal pain ("pain in abdominal area"). The patient was treated with surgery (she had surgery to remove the essure implant/robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, hypersensitivity, allergy to metals, dysmenorrhoea, weight increased, abdominal pain upper and intraocular pressure increased outcome was unknown and the genital haemorrhage, rash, fatigue, vaginal haemorrhage, menorrhagia, migraine, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, intraocular pressure increased, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was mention (B)(6) 2013, in current pfs, date of insertion was reported (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. (B)(6) 2015:surgical pathology, specimens- cervix, uterus, bilateral tubes. Final diagnosis: cervix, uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: focal chronic endocervicitis and nabothian cysts. Cervix with no significant histopathologic findings. Inactive endometrium. Right and left fallopian tubes with paratubal cysts. Two essure coils. Most recent follow-up information incorporated above includes: on 6-mar-2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area/pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included cholecystectomy, shoulder operation, rheumatoid arthritis and depression. Previously administered products included for an unreported indication: oral birth control, lexapro, bupropion and wellbutrin. Concurrent conditions included obesity, drug hypersensitivity, itching and hives. In (B)(6) 2013, the patient had essure inserted. In (B)(6) , the patient experienced hypersensitivity ("reaction type: allergic reaction"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), rash ("skin rash/rashes"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/passing of large blood clots"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), abdominal pain upper ("pain more pain on one side of stomach region"), abdominal pain lower ("abdominal cramping") and abdominal pain ("pain in abdominal area"). The patient was treated with surgery (she had surgery to remove the essure implant/robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, hypersensitivity, allergy to metals, dysmenorrhoea, weight increased and abdominal pain upper outcome was unknown and the genital haemorrhage, rash, fatigue, vaginal haemorrhage, menorrhagia, migraine, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. On (B)(6) 2015:surgical pathology. Specimens- cervix, uterus, bilateral tubes. Final diagnosis: cervix, uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: focal chronic endocervicitis and nabothian cysts. Cervix with no significant histopathologic findings. Inactive endometrium. Right and left fallopian tubes with paratubal cysts. Two essure coils. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, allergic reaction, migraines , headaches, nickel allergy, dysmenorrhea , fatigue, weight gain, upper abdominal pain, lower abdominal pain, abdominal pain are added. Lab data updated. Concomitant , historical conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic area/pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 888930-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included cholecystectomy, shoulder operation, rheumatoid arthritis and depression. * (B)(6)2015:surgical pathology specimens- cervix, uterus, bilateral tubes. Final diagnosis: cervix, uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: focal chronic endocervicitis and nabothian cysts. Cervix with no significant histopathologic findings. Inactive endometrium. Right and left fallopian tubes with paratubal cysts. Two essure coils. Previously administered products included for an unreported indication: oral birth control, lexapro, bupropion and wellbutrin. Concurrent conditions included obesity, drug hypersensitivity, itching, hives and seasonal affective disorder. Concomitant products included bupropion hydrochloride (bupropion hcl) since 2012, methocarbamol;paracetamol (flexpro extra) since 2012 and vitamin d nos (vitamin d) since 2012. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / spotting"), menorrhagia ("menorrhagia/passing of large blood clots / lengthy periods/ excessive bleeding with large clots") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced rash ("skin rash/rashes"), hypersensitivity ("reaction type: allergic reaction") and allergy to metals ("nickel allergy"). In (B)(6)2014, the patient was found to have intraocular pressure increased ("increased pressure in my eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines / headaches"), abdominal pain upper ("pain more pain on one side of stomach region"), abdominal pain lower ("abdominal cramping"), abdominal pain ("pain in abdominal area"), abdominal distension ("swelling in lower abdomen"), contusion ("its bruised"), urticaria ("pink bumps( hives)") with pruritus, paraesthesia ("my face felt tingly"), pyrexia ("low grade fever"), pain ("body ache") and oropharyngeal pain ("sore throat"). The patient was treated with surgery (she had surgery to remove the essure implant/robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, headache, hypersensitivity, allergy to metals, dysmenorrhoea, weight increased, abdominal pain upper, intraocular pressure increased, abdominal distension, urticaria, paraesthesia, pyrexia, pain and oropharyngeal pain outcome was unknown and the genital haemorrhage, rash, fatigue, vaginal haemorrhage, menorrhagia, migraine, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, contusion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, intraocular pressure increased, menorrhagia, migraine, oropharyngeal pain, pain, paraesthesia, pelvic pain, pyrexia, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was mention (B)(6)2013, in current pfs, date of insertion was reported (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:abdominal distension, contusion, sinusitis, paraesthesia), urticaria. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received: reporter information was received. New events " swelling in lower abdomen, bruised, sinus infection, my face felt tingly, pink bumps( hives), itchy" were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic area/pain') in an adult female patient who had essure (batch no. 888930-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included cholecystectomy, shoulder operation, rheumatoid arthritis and depression. * (B)(6) 2015:surgical pathology specimens- cervix, uterus, bilateral tubes. Final diagnosis: cervix, uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: focal chronic endocervicitis and nabothian cysts. Cervix with no significant histopathologic findings. Inactive endometrium. Right and left fallopian tubes with paratubal cysts. Two essure coils. Previously administered products included for an unreported indication: oral birth control, lexapro, bupropion and wellbutrin. Concurrent conditions included obesity, drug hypersensitivity, itching, hives and seasonal affective disorder. Concomitant products included bupropion hydrochloride (bupropion hcl) since 2012, methocarbamol;paracetamol (flexpro extra) since 2012 and vitamin d nos (vitamin d) since 2012. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / spotting"), menorrhagia ("menorrhagia/passing of large blood clots / lenghty periods/ excessive bleeding with large clots") and dysmenorrhoea ("dysmenorrhea (cramping)"). In december 2012, the patient was found to have weight increased ("weight gain"). In september 2014, the patient experienced rash ("skin rash/rashes"), hypersensitivity ("reaction type: allergic reaction") and allergy to metals ("nickel allergy"). In october 2014, the patient was found to have intraocular pressure increased ("increased pressure in my eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), headache ("headaches"), migraine ("migraines / headaches"), abdominal pain upper ("pain more pain on one side of stomach region"), abdominal pain lower ("abdominal cramping"), abdominal pain ("pain in abdominal area"), abdominal distension ("swelling in lower abdomen"), contusion ("its bruised"), urticaria ("pink bupms( hives)") with pruritus, paraesthesia ("my face felt tingly"), pyrexia ("low grade fever"), pain ("body ache"), oropharyngeal pain ("sore throat"), sinusitis ("sinus infection") and cough ("coughing"). The patient was treated with surgery (robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, allergy to metals, dysmenorrhoea, weight increased, abdominal pain upper, intraocular pressure increased, abdominal distension, urticaria, paraesthesia, pyrexia, pain, oropharyngeal pain, sinusitis and cough outcome was unknown, the genital haemorrhage, rash, fatigue, vaginal haemorrhage, menorrhagia, migraine, abdominal pain lower and abdominal pain had resolved and the hypersensitivity was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, contusion, cough, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, intraocular pressure increased, menorrhagia, migraine, oropharyngeal pain, pain, paraesthesia, pelvic pain, pyrexia, rash, sinusitis, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was mention jun-2013, in current pfs, date of insertion was reported (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:abdominal distension, contusion, sinusitis, paraesthesia), urticaria most recent follow-up information incorporated above includes: on (B)(6) 2020: social media record received. Events - sinus infection and coughing were added. On (B)(6) 2020: fu7 and fu8 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area/pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 888930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included cholecystectomy, shoulder operation, rheumatoid arthritis and depression. Previously administered products included for an unreported indication: oral birth control, lexapro, bupropion and wellbutrin. Concurrent conditions included obesity, drug hypersensitivity, itching, hives and seasonal affective disorder. Concomitant products included bupropion hydrochloride (bupropion hcl) since 2012, methocarbamol;paracetamol (flexpro extra) since 2012 and vitamin d nos (vitamin d) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/passing of large blood clots / lenghty periods/ excessive bleeding with large clots") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced rash ("skin rash/rashes"), hypersensitivity ("reaction type: allergic reaction") and allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient was found to have intraocular pressure increased ("increased pressure in my eyes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines / headaches"), abdominal pain upper ("pain more pain on one side of stomach region"), abdominal pain lower ("abdominal cramping") and abdominal pain ("pain in abdominal area"). The patient was treated with surgery (she had surgery to remove the essure implant/robotic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, hypersensitivity, allergy to metals, dysmenorrhoea, weight increased, abdominal pain upper and intraocular pressure increased outcome was unknown and the genital haemorrhage, rash, fatigue, vaginal haemorrhage, menorrhagia, migraine, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, intraocular pressure increased, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was mention (B)(6) 2013, in current pfs, date of insertion was reported (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. (B)(6) 2015:surgical pathology specimens- cervix, uterus, bilateral tubes. Final diagnosis: cervix, uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: focal chronic endocervicitis and nabothian cysts. Cervix with no significant histopathologic findings. Inactive endometrium. Right and left fallopian tubes with paratubal cysts. Two essure coils most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received. Lot number was added. Date of insertion was updated. Added event vision/eye problems type: increased pressure in my eyes. Updated onset date of events. Concomitant condition, concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area/pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), rash ("skin rash/rashes") and fatigue ("fatigue"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, rash and fatigue outcome was unknown. The reporter considered fatigue, genital haemorrhage, headache, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.